Event description:
It was reported that while implanting this right ventricular (rv) lead, the initial threshold values were acceptable however, final testing with the pulse generator yielded high threshold values. Since impedance values remained acceptable and there was no significant movement of the lead tip visible via imaging, it was initially considered a micro dislodgement. The helix was retracted and when placement was attempted, the patient's blood pressure dropped and an echocardiogram was performed. Cardiac tamponade was suspected due to a perforation, and a pericardiocentesis was performed. The lead was then placed in the interventricular septum. The resulting testing values were within range. No additional adverse patient effects were reported.

Event description:
It was reported that while implanting this right ventricular (rv) lead, the initial threshold values were acceptable however, final testing with the pulse generator yielded high threshold values. Since impedance values remained acceptable and there was no significant movement of the lead tip visible via imaging, it was initially considered a micro dislodgement. The helix was retracted and when placement was attempted, the patient's blood pressure dropped and an echocardiogram was performed. Cardiac tamponade was suspected due to a perforation, and a pericardiocentesis was performed. The lead was then placed in the interventricular septum. The resulting testing values were within range. No additional adverse patient effects were reported.